Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd precision glide¿ needle was found with foreign matter as ¿black specs was noticed on the internal diameter of the needle hub.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
A sample was returned to bd for evaluation. A quality engineer was able to inspect the sample and determined that there was a piece of loose, black foreign matter on the ID of the hub thus verifying the reported issue. This was most likely caused by a buildup of lube residue and polypropylene dust that accumulated during the assembly process. However, this appeared to be an isolated incident as a device history review was performed on the reported batch and yielded zero results for foreign matter found during production. The lot was cleaned six times during packaging and twenty-three times during assembly. This was most likely caused by a buildup of lube residue and polypropylene dust that accumulated during the assembly process.